Manufacturer narrative:
The customer declined service and repair. Attempts to call the customer were made, but the number listed was disconnected. With the customer declining service and repair, the final disposition of the device remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device turned off while in use. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were planning on troubleshooting the unit, but their coworker informed that that they could not service the device without clearance from the hospital since the event involved a patient. The customer called back to an rse and requested onsite service by a field service engineer (fse). This investigation is ongoing.